Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was disposed of by the facility.